Event description:
The following has been reported: "problem: device sent from smh saying there was an error. Action: device produced error 28-002 during testing. Replaced keypad as per manufacturer's ts steps. Performed full post repair checkout procedure. Resolution: returned to service." Error 28 is described by the technical manual as a keypad error. Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.